Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). Field service specialist checked the laser and no problem was found during visit. Centering and service mode tracker test passed. During the visit the humidity registered was 65 (min) to 68% (max). Customer was recommended to acquire a dehumidifier. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had surgery on (B)(6) 2018 and there was a decentered ablation that resulted in loss of best corrected visual acuity (bcva) above 2 lines. The surgeon is reporting that a re-operation will be probably done in (B)(6) 2018. Pre op bcva was 20/20, post op bcva is 20/80.